Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain, while the hp was connected. During troubleshooting, it was found that the patient line was not completely primed before the hp connected. The technical service representative (tsr) had the hp cycle the power on the hc device and disconnect. The hp was advised to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, not properly priming the patient line before connecting is a known cause of air being introduced into the set up. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are given instructions on properly priming the disposable set. The patient guide warns the user to not connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient guide instructs users to verify that the patient line is properly primed. The patient guide provided step-by-step instructions for properly priming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.